Event description:
Cadd - solis vip 2120 infusion pump (serial number (B)(6)) spontaneously turned off while delivering a continuous infusion of fluorouracil to a patient. No specific harm was noted. The patient re-presented to the infusion center and the pump was restarted. This event has occurred recently with other similar cadd - solis vip 2120 pumps. The pump is maintained by the 3rd party company infusystem whose information will be included in the report.